Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm critical pump error alarm due to blank display. Device also received with cracked battery tube threads and cracked keypad at select button.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated the insulin pump was completely off. The customer stated he jumped off the swimming pool with his pump on and it gave critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.